Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant procedure, loss of capture and high impedance measurements greater than 2000 ohms were noted on the right ventricular (rv) lead in bipolar configuration. The physician indicated there was no asystole greater than two seconds due to the patient's intrinsic rhythm. When programmed to unipolar configuration, all measurements were within range. X-ray results revealed the lead was likely not fully inserted into the header of the device. The rv lead was reprogrammed to unipolar configuration. A revision procedure was performed to correct the connection and fully insert the rv lead. No adverse patient effects were reported.